Manufacturer narrative:
Correction: manufacturer report number 1627487-2020-32885 should not have been submitted as a medical device report (MDR) as the device meets or exceeds 75% of expected longevity. There is no device malfunction.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.